Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8.5cm distal to the is-1 connector pin. The proximal and the severely stretched distal lead fragment were returned and subjected to an extensive analysis. The analysis showed multiple signs of abrasion along the lead fragments. Particularly 52cm proximal to the lead tip the insulation was abraded through. This damage can be considered the root cause of the clinical observation reported in the complaint description. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore cuts in the insulation and a stretched fixation helix were found which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise and intermittent capture.